Manufacturer narrative:
This supplemental report was created to update b5 and h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode was part of a system revision due to infection. There were no additional adverse patient effects reported. This electrode was explanted. Additional information indicated that the patient had staphylococcus aureus infection.

Event description:
It was reported that this electrode was part of a system revision due to infection. There were no additional adverse patient effects reported. This electrode was explanted.

Manufacturer narrative:
This supplemental report was created to report the correct aware date was on 7th of july 2024.

Event description:
It was reported that this electrode was part of a system revision due to infection. There were no additional adverse patient effects reported. This electrode was explanted. Additional information indicated that the patient had staphylococcus aureus infection.

Manufacturer narrative:
This supplemental report was created to report the correct aware date was on 17th of july 2024.

Event description:
It was reported that this electrode was part of a system revision due to infection. There were no additional adverse patient effects reported. This electrode was explanted. Additional information indicated that the patient had staphylococcus aureus infection.